Event description:
A clinical study of graft materials using autogenous teeth in maxillary sinus augmentation was performed in 2011. The purpose of this study was to evaluate the effectiveness of autogenous tooth bone graft materials. Autogenous tooth bone graft materials were used alone in 27 patients with 38 implants. In cases involving a mixture of autogenous bone and autogenous tooth bone graft materials, autogenous bone was harvested primarily from the maxillary tuberosity. As for synthetic bone, osteon (genoss, korea) was used. Bone graft materials used as allogenic bone included tutoplast (tu-togen medical, germany), allomatrix (wright medical tech, inc., arling-ton, tn), orthoblast ii (isotis ortho-biologics, irvine, ca), allobt (korea tissue bank, korea), dbx (synthes, mtf), and optigraft (purgo tissue bank). As for xenogeneic bones, bio-oss (geistlich co., switzerland) and the biocera (oscotec, korea) were used. In cases involving familial tooth bone graft materials prepared from teeth extracted from family members, the number of implants placed was 2. It was reported that postsurgical infections had developed in 5 implants.

Manufacturer narrative:
Postsurgical infections developed in 5 implants. In patient with 2 implants that developed an infection, bone graft materials were removed. All infections were cured completely with antibiotics. The source of infection is unknown.